Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 500 mg/dl. The customer was hospitalized for diabetic ketoacidosis. The customer was treated with IV. The customer was wearing the insulin pump during the hospitalization. The customer was assisted with high pressure test and it passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump functioned properly. The no delivery alarmed properly during the occlusion test within the 7.0 units programmed. The bolus delivery stopped at 2.25 units. The pump passed the delivery accuracy test. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.